Event description:
It was reported that the plastic suction tip broke off during surgery. The surgeon could not verify that all the plastic pieces were removed from the wound site. There were no delays due to this event, and the procedure was completed successfully with this device.

Manufacturer narrative:
The device was received by the MFR. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.